Event description:
Intestinal obstruction in small bowel; inflammatory reaction with granulation tissue; "stiff" adhesion under abdominal wall; abdominal pain. Information received on 09-apr-2007 and 11-apr-2007 from a physician in another country, regarding a male patient, with no history of previous surgeries, nuclear radiation therapy, diabetes, allergies and smoking. The pt was admitted to the hospital in 2007, with good nutrition status, no anemia and no pre-operative complications. Six days later, he underwent a planned resection of the descending colon and lymph node dissection (d2) with end to end anastomosis for cancer of the descending colon. There was no existing non-purulent inflammation or infection in the abdominal cavity and the intraperitoneum was washed with 3 liters of water. The anastomosis was sutured with a consecutive manual suture of 4-0 absorbable vicryl for the inside layer and 4-0 monocryl for the outside layer. One sheet of seprafilm was placed under the middle line incision. No concomitant devices were used. The abdominal incision was 20cm long with two layers. The peritoneal layer was knotted with o-pds absorbable filament. The skin layer was manually knotted with 4-0 monocryl absorbable filament. The length of surgery was four hours and ten minutes and the pt had 385g of bleeding with an infusion. A 30 fr. Closed soft drain was placed at the left colon groove and was removed five days later. C-creative protein two days before, was 15.73 and white blood cell count was 9460. On the event date, the pt developed abdominal pain. A CT scan showed ileus with upper intestinal obstruction. The pt underwent an unplanned ileus release the following day, and a "stiff" adhesion was found under the abdominal wall. The seprafilm had been completely absorbed and could not be removed. Following the re-operation the ileus did not improve. The pt underwent a resection of the adhesive small intestine and adhesiolysis the following month. The adhesions could not be removed from the periotoneum and intestinal "duct". The lower abdominal area where the seprafilm had not been placed was normal. Pathology of the resected tissue showed macrophages gathered to lymphocytes and the physician diagnosed as an inflammatory reaction with granulation tissue, which the surgeon considers to probably be a reaction to seprafilm. No medications were prescribed to treat the event. As of 2007, the pt had not recovered and his hospitalization had been prolonged for the event. The physician assessed the events as severe and probably related to seprafilm.